Manufacturer narrative:
Concomitant medical devices:: product ID :8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was non-malignant pain. Beginning an unknown date, the patient experienced discomfort at the pump pocket due to the way the pump was sitting in the pocket. The patient was not having any therapy issues. A pump pocket revision took place on (B)(6) 2015 at which time the hcp found the area of reinforcement at the pump connector/catheter site was "peeling up." The hcp pulled the proximal segment of the catheter while removing the sutureless connector from the pump. Initially the hcp had thought that she caused the issue during the pocket revision. Following the revision everything was fine for the patient. The reporter was unable to return the piece of removed catheter. Additional information has been requested but was not available at the time of this report.